Manufacturer narrative:
No sample issues were noted. No instrument error messages were noted. Qc results faxed by customer showed some failures. A customer technical support helped the customer clean the cartridge sample probe. Per customer, cleaning the sample probe had resolved the issue and it has no reoccurred. Service was not needed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low results for various cartridge chemistries (cc) generated by the synchron lx20 clinical system for multiple samples. The results were reported out of the lab. Samples were retested and results were amended. Per customer, no patients were treated based on the incorrect results.